Manufacturer narrative:
He explanted device was not returned to bsn as they were kept by the medical facility. Model number/catalog number: sc-2317-70, serial number: (B)(4), batch/lot number: 5075517/5075880, model/catalog description: infinion cx lead kit, 70cm. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient had developed an infection at the ipg site. It was unknown if the patient was placed on antibiotics and underwent an explant procedure. The patient was doing well postoperatively. No further information could be obtain at this time.